Manufacturer narrative:
The product investigation was completed. Device evaluation details: the smart touch bidirectional sf device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed that the tip of the device had a cut with internal components exposed. No other issues were observed during the visual inspection. The temperature and impedance test was performed and the device was found working correctly. No temperature or impedance issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31075528l and no internal action related to the complaint was found during the review. The potential cause of damage could be related to the manipulation of the device after the procedure; however, this cannot be conclusively determined. This issue is considered unrelated to the reported event. The issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn, and the tip electrode inspected for coagulum before rf (radiofrequency) energy is reapplied. Do not use excessive force to advance or withdraw the catheter when resistance is encountered during catheter manipulation through the sheath. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and post procedure the bwi product analysis lab identified a cut on the tip with internal parts exposed. During the procedure, the impedance wasn't shown and radiofrequency (rf) energy wasn't delivered at all. Firstly, the medical team changed the cable and restarted the work station and patient interface unit. Nothing was resolved. The catheter was replaced and that didn't resolve the issue either. After a second catheter change, the issue resolved. No patient consequences were reported.